Manufacturer narrative:
Upon further investigation, this complaint was determined to be a duplicate of the event reported on MDR # 2518422-2023-12153. Therefore, this record is being redacted. All additional information will be reported under MDR # 2518422-2023-12153.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed a 1203 error code (alarm message: low leak ¿ co2 rebreathing risk). It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.